Manufacturer narrative:
Additional suspect medical device components involved in the event: 19437351, product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported. No additional information was available.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported. No additional information was available. Additional information was received that the spinal cord stimulation (scs) system was explanted for (magnetic resonance imaging) MRI access. The patient is doing great post operatively. The explanted device will not be returned as it was disposed per facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: 19437351 product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 776206.